Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The momentary squeezed pump was microscopically inspected, and contamination was found within the ms pump, therefore the pump was not functionally tested. The ms pump tubing was cut down to the pump block, and the tubing was not returned for analysis. The ms pump passed the leakage testing. This investigation was assigned to the conclusion code of cause not established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the left cylinder connecting tube was found. The pump was explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the left cylinder connecting tube was found. The pump was explanted and replaced. No patient complications were reported.